Event description:
It was reported that there were impedances >40,000 ohms between electrodes c and 2, 0 and 2, 1 and 2 when checked at 3 v. It was also stated that "high more dance shown on #2 contact." It was unclear what this meant. The revision was done as a result. The ipg (implantable pulse generator) was explanted, the extension withdrawn and cleaned, re-implanted, impedance checked and all contacts were within normal limits. The issue was resolved. Patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), product type extension; product ID 748240, serial# (B)(4), product type extension; product ID 3389-40, lot# j0546241v, product type lead, product ID 3389-40, lot# j0546241v, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that prior to issue resolution, the patient had developed high, intermittent, and weird impedances post-implant. Four days later it was reported that, after a new battery was placed, impedances were normal at the time of surgery and at first postop visit on (B)(6) 2013. On (B)(6) 2012 the #2 contact in left brain had impedances of >40,000 ohms. On (B)(6) 2013 it was noted that the initial left-sided lead was at case positive, one negative with amplitude of 4.0 v, pulse width of 60 microseconds, 130 hz. Electrode impedances showed high on essentially all contacts, but especially involving the #1 contact. Therapeutic impedance showed "high" impedance "with current drain of 0.0229." During testing at 0.7 v, #1 and #2 contacts were greater than 10,000 ohms. At 1.5 v, #1 and #2 were greater than 20,000 ohms, and testing at 3.0 v showed the #2 contact to be greater than 40,000 ohms and case-1 contact 17,885 ohms (0-1 21,275 ohms, 1-3 15,276 ohms). It was stated that the patient would have his ipg revised because his #1 contact was the active contact.